Event description:
A customer informed ortho clinical diagnostics that they had obtained a lower than expected vitros tsh test result for a cap proficiency sample tested on a vitros eciq immunodiagnostic system. The tsh results for the cap proficiency sample breached the potential health and safety criteria. Sample k10 vitros result 0.78 miu/l vs. Expected result 1.151 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Ortho clinical diagnostics was not made aware of any unexpected vitros tsh results obtained for patient samples, however the investigation cannot rule out that patient samples were not, or could not be affected, if the events were to continue undetected. There were no allegations of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained a lower than expected vitros tsh test result for a cap proficiency sample tested on a vitros eciq immunodiagnostic system that breached potential health and safety criteria. Root cause for the lower than expected vitros tsh results could not be determined with the information provided by the customer, however the possibility that an unexpected vitros tsh reagent performance or an unexpected vitros eciq system performance had contributed to the results could not be ruled out. In addition, the possibility that inappropriate pre analytical sample processing had contributed to the event could not be ruled out.